Event description:
The patient's wife said the v-go fell off about a week ago. It was between 2am and 3am. The patient measured in the 260's as well, due to the v-go being off and he was getting no insulin. He put a new one on in the morning. Vcc representative went over placement and found that the patient had hair on the arm and that may have been a contributing factor. The patient had no symptoms from the high blood sugar. A normal range for blood sugar is 100 to 150. The v-go that fell off was thrown out.